Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called in for the customer to report an emergency room visit due to high blood glucose levels. The customer's blood glucose level was about 400 mg/dl. The customer tried to treat with the insulin pump. The customer's symptoms included chest pains. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer completed troubleshooting for the high pressure test and it passed. The product was not replaced or returned for analysis.